Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report implantation and observation reports) were provided. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom us acetabular component 50/44 j on right side on (B)(6), 2007. The patient was revised on (B)(6), 2014 due to pain. It was stated that the patient had increasing pain in hip while weight bearing.

Manufacturer narrative:
The devices were returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented light third body material and scratching throughout the rim and articulating surface of, moderate third body material accumulating within the acetabular fins. No evidence of ingrowth occuring on porous surface of durom acetabular component as well as splotches of darker third body material were presented. Third body material present on all sides of the inner taper cavity as well as the inner head cavity. Significant signs of wear are also present on the sides of the taper cavity the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).